Event description:
It was reported that a patient experienced hypoglycemia with a documented blood glucose of 57 mg/dl while using the ilet during the pump¿s initial learning period for breakfast, and the patient self-treated with oral glucose. Symptoms included low glucose with urgent low and low soon alerts. Outcomes included resolution with self-treatment and no hospitalization. Troubleshooting and education were completed. Investigation included complaint intake review. Investigation of this case revealed no confirmed device malfunction and the cause of hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.